Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple an inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 51 and 85 mg/dl, and the meter bg reading was 243 and ~200mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.